Event description:
It was reported that the patient heard the device beeping after the device change that occurred in july 2022. During follow up, the physician detected that the shock impedance exhibited a spike from 90 to greater than 200 ohms. Subsequently, a lead replacement is planned, however, there is no scheduled date for the procedure at this time. No adverse patient effects.

Event description:
It was reported that that the patient heard the device beeping after the device change that occurred in (B)(6) 2022. During follow up, the physician detected that the shock impedance exhibited a spike from 90 to greater than 200 ohms. Subsequently, a lead replacement is planned, however, there is no scheduled date for the procedure at this time. Additional information provided indicates the lead has not been explanted and there is no plan to replace the lead. No adverse patient effects.